Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering and had high blood glucose level. Customer current blood glucose level was 121 mg/dl. The customer stated that insulin pump was not working and alleged insulin pump was under delivering because she had been experiencing high blood glucose while using the pump unlike when she was using pen. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer stated that infusion set was leaked. Customer was assisted with troubleshooting for high blood glucose. The insulin pump and reservoir will not be returned for analysis